Manufacturer narrative:
During an administrative review of the medical records it was determined that the code aortic valve stenosis had not been inadvertently added. Pod4 tte reported an ava of 1.95 cm2 as opposed to 1.5 cm2 noted on pod1. There was no evidence of regurgitation or valve stenosis identified. Additionally, there were no associated symptoms, intervention performed or explant due.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve stenosis and permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than (B)(6) years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than (B)(6) years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause for the aortic stenosis and cva could not be confirmed. It is possible that procedural factors, patient¿s age, co-morbidities (a-fib) and the progression of pre-existing aortic valve disease might have contributed of the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the s3i continued access program, two days post valve deployment a brain MRI reported small infarct within the deep left hemisphere which was later diagnosed as an acute cva. In addition, pod4 tte reported an ava of 1.95 cm2 as opposed to 1.5 cm2 noted on pod1, suggestive of aortic stenosis.